Event description:
It was reported that the lv (left ventricular) lead showed no capture, high impedance, unacceptable thresholds, and an apparent fracture. The lead was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; full lead in segments returned for analysis.